Event description:
It was reported there was a loss of therapeutic effect. The device had worked well until (B)(6) 2011, but then it stopped controlling the patient's symptoms. The patient also had infections "here and there", but per the reporter the patient's health care professional told the patient not to worry as the infections would clear up. The device was later explanted due to "bacteria", but no further details were provided. It was noted the patient had a 2nd device on the other side that was "fine", and providing therapeutic relief. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4). Lead model 3389s-40 lot #v526344 implanted: (B)(6) 2010, extension model 7482a51 serial #(B)(4) implanted: (B)(6) 2010, programmer 7438 serial #(B)(4).